Manufacturer narrative:
No sample were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the "poor cut performance" experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument. (B)(4).

Event description:
A surgeon reported that the knifes had poor cutting performance during surgery leading to poor cut quality and impermeability. Sutures were required. Add'l info has been requested but none has been received to date.